Event description:
It was reported that the atrial lead exhibited high impedance, noise, and undersensing. The patient's device was reprogrammed which resolved the issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.